Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that one of the eyelets on the tracheostomy tube flange broke during use. The tube had been in use for approximately 3 months prior to the breakage. Replacement of the tube was required. No incident related medical sequela was reported.